Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/13/2015.

Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: after the second firing on the artery the jaw would not be opened. With use of another one the additional resection was required for release of device. There was additional tissue resection.

Manufacturer narrative:
(B)(4).